Event description:
It was reported that the top half of the touch screen showed black, and pump display colors appeared in black and white, affecting the customer¿s ability to interact with the pump. There was no reported adverse effect to the customer's blood glucose level. A replacement pump was arranged to be sent to the customer, who will continue using their current pump for backup therapy with the mobile app and also confirmed had insulin pens.